Manufacturer narrative:
Follow-up #1: date of submission 11/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box and histories for issue reported on (B)(6) 2013 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013, because they could not remember how to do set change. The patient stated that they had a blood glucose (bg) of 501-520mg/dl with moderate nausea, vomiting and mild confusion. The patient stated that they had taken five units injection prior to call but bg had not responded. Customer support (cs) instructed the patient that due to mild confusion to contact healthcare professional for assistance to correct high bg. The patient had been disconnected for three hours and not sure why it was high in the morning. The patient denied any leakage at the site. Cs attempted to contact the patient to review pump settings without success. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.